Event description:
One month ago the patient no longer had access to sound with his cochlear implant. It is not known if any impact occurred. Re-implantation is being considered, a surgery date has not been set yet.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.